Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ping meter read inaccurately high compared to a continuous glucose monitoring (cgm) device. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 10am on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿287mg/dl¿ with the subject meter and ¿170mg/dl¿ on their cgm device. Lfs does not consider this to be a valid comparison. The patient stated that they manage their diabetes with insulin pump therapy and took their normal dosage of insulin based on the elevated blood glucose result obtained on the subject meter shortly after 10am. The patient reported that 10 minutes later they developed symptoms of ¿shakiness and confusion¿, however it is not known what treatment, if any, the patient took as a result of these symptoms. At the time of troubleshooting the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.